Manufacturer narrative:
A full osseotite® tapered certain® implant 5 x 11.5mm (ifnt511) was returned for investigation. Visual inspection of the as returned product identified foreign material around the bottom of the implant. No damage identified. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. The returned device was measured with a caliper (cal4063 cal due: nov 20, 2019) and verified to match DHR specifications per dwg no. 223411 rev n. Pre-existing condition noted on the per is diabetes. The reported device was located on tooth #6 and was used for approximately 2 years, 7 months. DHR review was completed for the subject lot number (2016060240). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2016060240) for similar event and no other complaint was identified. August post market trending was reviewed and there were no negative trends or corrective actions for the reported event bone loss, and device (ifnt511). Based on the available information, device malfunction could not be verified and the reported event was non-verifiable. A definitive root cause could not be identified.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an implant (ifnt511) was removed due to bone loss at tooth location 6.